Event description:
Customer's family member reported via phone call that they hospitalized and visit to emergency room and dispatch to emergency medical services due to experienced low blood glucose level on (B)(6) 2022. Customer's blood glucose value was 40 mg/dl at the time of the incident and current blood glucose was 351 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that the symptoms related to low blood glucose such as shaking belligerences. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. No further consequences were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring = black. On (B)(6) 2022, the customer alleged was hospitalized for low bg. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a family member or friend called medtronic on behalf of customer, who stated he would like the pump exchanged, as customer was hospitalized on (B)(6) 2022 at 08:00 due to low blood glucose of 40 mg/dl at the time of admission with the following symptoms, shaking and belligerence which were treated with intravenous fluid, food, glucose, and carbohydrate intake. Customer was using pump at the time of the low blood glucose event, but automode was not active. What led up to the low blood glucose event was having been diagnosed with covid-19, being very brittle and two weeks of low blood glucoses. Pump is expected to be returned for analysis and replaced.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and h6 section.